Event description:
Fmc canada complaint of "major blood leak only minutes after starting treatment." Blood could not be returned to pt, extracorporeal circuit was discarded, estimated blood loss 200ml. There was no reported pt incident or associated adverse effect. No samples are available for evaluation. MDR filed due to reported bloos loss.